Event description:
It was reported that since implant patient had had no therapeutic effect, especially acute pain; patient's ptm (personal therapy manager) was not setup to give bolus yet. Patient was taking his friend's oral medication for pain relief. It was added that patient had been to the hospital on (B)(6) 2012 because he felt a surge of medication in his spine at 12:00 and then at 2:30 which caused him to be disoriented. Patient was released two days later on (B)(6) 2012. It was stated that the healthcare provider (hcp) did a CT scan and had an MFR representative check patient's implant to confirm that the pump was working. Drug delivered via the device was hydromorphone. As of (B)(6) 2012 patient continued to have same issues and had was scheduled for hcp appointment on (B)(6) 2012 and was "on lowest possible setting drug dose"; per telemetry strips patient dose intervals were 632 days and he was getting 0.199 ml/ per day. Patient wasn't getting any relief and needed help getting dose adjusted up. Patient was taking xanax right now for his anxiety for the last six years; patient needed another bone fusion. Patient had insurance issues and kept getting deferred from one office to the next "with no help on his pain relief".

Manufacturer narrative:
Programmer model: 8835, serial# (B)(4); catheter model: 8709sc, serial# (B)(4), implanted: 2012 (B)(6), explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported further detail on the already reported event. The patient further stated as of the report date that there were 'times a while back that I felt it was just giving me way too much medicine. I don't know if it's possible. I wasn't comfortable with it.' No further detail was provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).